Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient and event information. The patient's weight remains unknown.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2022, wherein the scs system was explanted. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.